Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels up to the 500s range (mg/dl) with large ketones. Bg level was addressed via boluses with the pump. At the time of the report, ketones were reportedly moderate. A system check performed with tandem technical support indicated that the pump was operating as expected. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.